Event description:
It was reported that (1) mcm20 device was used during an unk procedure. It was reported that the note on the package read "broken - will not fire." It is unk how the case was completed.